Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a patient had a revision b/l intracapsular t&a two years after an ent procedure where an unknown coblation device from smith and nephew was used, due to sdb (sleep disordered breathing), witnessed apneas, daytime somnolence and adenotonsillar regrowth. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.